Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported over the weekend noted por-power on reset when using the programmer. There was none symptom reported. Patient stated she has an appointment this coming thursday at 11:20am with doctor. She was hoping someone could be present to clear this message. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated received from rep indicated that the cause of the por was due to the battery been dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from hcp indicted that "battery and placement of interstim not working and device has never worked". (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The device por has still not been resolved but patient has an appointment on (B)(6), 2019 to clear the por and a manufacturer's representative planned to be at that appointment. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were having an advanced evaluation because the implanted device was malfunctioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The device por has still not been resolved. The circumstances that led to the por were not reported, the patient noticed the por after replacing batteries in the programmer. Patient was provided the number to the national answering service to have their doctor page a manufacturer's representative (rep) to help resolve the por. The patient had moved and didn't have a doctor to manage their device, but has an appointment on (B)(6) 2019 with their gp to investigate the por and hopes to have a rep at that appointment. There were no further symptoms or complications reported or anticipated.